Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found there is no image due to a faulty cable unit. Manipulating the cable causes the image to cut on and off. The charged coupler device (ccd) has a dead pixel and a black dot shown on the image. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an image problem with the device. There was no image. The device will not take a picture. The light will not go on and off. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged.¿ the root cause could not be conclusively determined. Probable causes that could lead to the reported event include that due to unexpected stresses on the cable and failure of the cable unit due to the handling of the user, the image was no longer available.